Manufacturer narrative:
This incident occurred outside the united states. The complaint cannot be verified due to mishandling of the product. The pump was thoroughly checked. E8 were found in the history. The up/down button is always active. Due to an external mechanical influence the snap dome of the down button is pressed through. This source led to an always activated up/down button and unconfirmed e8 error messages. The problem mentioned by the customer is related to a handling issue.

Event description:
Pt reported, she was attempting a bolus on (B)(6) 2010 and the infusion device alarmed an e8 (power interrupt). Pt stated, the bolus wasn't delivered. Pt reported she took correction by insulin pen. Pt stated her blood glucose level was between 10.0-13.5 mmol/l (180-243 mg/dl). Pt reported, she tried to change the battery and infusion sets but the problem persisted. Infusion device was replaced the same day. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.